Event description:
It was reported by the distributor that the catheter was leaking below the hub on the venous lumen, the catheter was replaced with a new one which subsequently began leaking from the arterial lumen, below the hub.